Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune symptoms. (B)(4).

Event description:
It was reported via mw5095187 that a female patient underwent a breast surgery with a mentor memorygel breast implant 450cc (left) and an unspecified mentor gel implant (right) and experienced autoimmune symptoms including general unwellness. Connective tissue disease, rheumatoid arthritis, being bedridden, inability to work, and pain post-operatively. The patient indicated received results indicating positive lupus markers. As a result, the patient underwent explantation on (B)(6) 2020. Upon explantation, the right side device was found to be ruptured. This report is for the right side device.